Manufacturer narrative:
Testing and investigation found at power up the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to a software error. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a software error. The pump was returned to the biomedical department for an unspecified reason. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During verification testing at the service center, the device alarmed at power up with a whitescreen error. No additional info was provided.